Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit¿s display was illegible. The unit was triaged and the reported issue was confirmed. The potential root cause is a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the unit was returned to service for an operation error. No patient involved. Upon triage on (B)(6), the unit powered up; however the display was illegible with black bars across the screen.